Event description:
There was resistance when the presidio 18 cerecyte microcoil 17 mm x 50 cm (pc418175030/ f56962) was inserted through y-connector. The coil was removed and checked. The resheathing tool was broken. It was noted during analysis that the coil was returned with minor damage.

Manufacturer narrative:
There was resistance when the presidio 18 cerecyte microcoil 17 mm x 50 cm (pc418175030/ f56962) was inserted through y-connector. The coil was removed and checked. The resheathing tool was broken. It was noted during analysis that the coil was returned with minor damage. The coil was returned unprotected with minor damage. The resheathing tool's damage was most likely cause by external force as the fracture was ductile in nature. Using an in-house 18 series compatible microcatheter, the coil was introduced multiple times with no resistance. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The evidence suggests that distal interference contributed to the complaint event. The exact source of this interference cannot be determined. In addition, without the return of the transit microcatheter and the hemostatic valve, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event ¿coil damaged¿ was confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.